Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The cause of low bg was unknown. The customer was sweating and shaking because of the low bg, they ate a few cookies to address the low bg level and decided to go to the hospital for further evaluation. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.